Event description:
It was reported that during a da vinci-assisted common bile duct exploration surgical procedure, single-port (sp) fenestrated bipolar forceps (fbf) tip was misaligned and moved non-intuitively after the fbf instrument collided with cadiere forceps (cf) instrument. The nurse confirmed that the tip was still intact. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move automatically with no command. The surgeon could not grasp anything due to the issue. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Visual inspection was performed, and the instrument was found to have a broken molded insulator at the distal end. The broken piece, measuring approximately 1.24mm x 6.98mm in size, was not returned with the instrument. Fa found the secondary failure to be a dislodged grip tip that is related to the customer reported complaint. The dislodged grip tip was returned with the instrument and was still attached through the conductor wire. This failure is likely due to the broken molded insulator.

Event description:
Refer to h10/h11 for follow-up information.